Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. No information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the subject camera head device had an error: b30 display occur and there was noise in the image. There was no harm or injury reported.

Event description:
It was reported the subject camera head device had an error: b30 display occur and there was noise in the image. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope mount corrosion. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.